Event description:
Additional information received reported the patient was seen on 2014-(B)(6) by their health care provider (hcp) and the sutures were removed and the therapy was working fine. It was reported at the visit that the patient did not mention anything regarding tetany/muscle spasm, heart attack or seizure. It was noted the patient left the appointment happy. It was noted the hcp¿s office had not heard from the patient since 2014-(B)(6).

Event description:
It was reported, the patient will be getting a second device implanted on 2014 (B)(6) for their back to take care of their sciatic nerve. It was noted, the device was initially unable to be implanted due to a car accident (see event pe (B)(6)). It was reported the patient was ¿testing the range of feeling they will have on pain stimulator the wednesday prior to report while in bed to see how it will go and all of a sudden the stimulation started spiking up on its own and went to 6.8v. It was noted, the therapy is a cervical pain stimulator when ¿meant their arms no longer of use to put the patient programmer over the battery on their belly¿. It was reported, the caller was trying to help by using the patient programmer to adjust/turn stimulation off but it didn¿t work. It was noted the down button did not work on the patient programmer and the patient was in tetany for 10 minutes and they had to call 911. It was noted, the patient was laid flat on the bed and the machine was able to be shut off. It was noted, the patient had a heart attack and was in the hospital for 3 days. It was reported the patient had torfaen (enzyme that is produced during a heart attack) that was leaking out of the patient¿s heart and that is why they were in the hospital. It was further noted, the patient was ¿shaking like a leaf, going until spasmatic attack¿ because the stimulator would not stop or go down and ¿it did its own thing on its own¿. It was noted the patient programmer had not gotten wet or been dropped and was new, just been replaced one month prior to report. It was noted, the problems with the patient programmer on the day they tried testing the patient¿s stimulation range. It was further reported, the patient confirmed the screen read group a/program 2 at 0.00v and confirmed the implantable neurostimulator (ins) was on. It was reported, the patient was able to decrease stimulation to 0.00v and then increase stimulation to 1.00v during the call. It was noted that the patient was confused with the buttons on the patient programmer and thought the white button was the emergency off button. It was noted, the stimulator was in the front of belly on the left. It was noted that during the incident the stimulation went up so fast the patient¿s hand flew up in the air and could not look because they couldn¿t. It was further reported, the patient was sitting up and seizing and tightening their muscles and then their neighbor was able to turn stimulation down. It was noted that once the paramedics arrived, the patient reported having chest pain and were pouring sweat and then they were taken to the ER. It was reported, the patient also had a potassium loss but was cleared by the cardiologist at the hospital. Lastly, it was reported that when the stimulation jumped up to 6.8v it froze and they were unable to turn it off.

Manufacturer narrative:
Product ID 3550-09, lot# n0018017, implanted: 2005 (B)(6); product type accessory product ID 3 778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to the patient's revision on (B)(6) 2014 the patient met with the manufacturer representative on (B)(6) 2014 and did not mention having a heart attack. There was mention that when the old system got turned up too high they felt as though they were being shocked and jolted by the device and that it "felt like a heart attack" might feel. Once the stimulation was turned down the patient was fine. Since the revision the patient was seen on (B)(6) 2014 at which time everything was working well.